Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from the united kingdom, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the valve deployment, an ectopic heart beat due to a pacemaker capture issue caused the pushing of the balloon from the ventricle into the aortic root causing the embolization of the valve. After many attempts to reposition the valve in the descending or ascending aorta without success, a second 20mm non-edwards balloon was inserted from the radial access to create further over expansion from a dual inflation (commander + non-edwards balloon). However, the valve did not remain stable as the aorta diameter was 38mm. It was decided to remove the system. During the withdrawal, it was difficult to pull the balloon back into the sheath since the use of two balloons likely disformed the system. Once the balloon was inside the sheath, the system was removed as a unit without issues. Then, the valve in situ within the aorta partially flipped and the patient was moved to surgery. The patient arrested on the table and passed away. As per the evaluation of the returned device, the balloon was found torn.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and showed a kink at the middle section of the flex shaft, attributed to packaging. The balloon was torn at the I/c bond, with bunching toward the nose tip and flaring of the proximal wings. Due to the nature of the complaint, no functional testing was able to be performed. Dimensional testing was performed and all measured components were within the specifications. Imagery was provided by the site and revealed there were two balloons combined to deploy the valve at the ascending aorta. The complaint for balloon torn was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the valve deployment, an ectopic heartbeat due to a pacemaker capture issue caused the pushing of the balloon from the ventricle into the aortic root causing the embolization of the valve. After many attempts to reposition the valve in the descending or ascending aorta without success, a second 20mm non-edwards balloon was inserted from the radial access to create further over expansion from a dual inflation (commander + non-edwards balloon). However, the valve did not remain stable as the aorta diameter was 38mm. It was decided to remove the system. During the withdrawal, it was difficult to pull the balloon back into the sheath since the use of two balloons likely disformed the system." Based on the provided imagery, it was observed that a secondary non-ew balloon was used in conjunction with the commander delivery system balloon to deploy the valve via dual inflation. The images show the non-ew balloon catheter positioned beneath the commander delivery system. During inflation, the balloon catheter may have exerted upward force on the commander system, potentially inducing excessive stress at the I/c bond, and resulting in the torn balloon. As such, available information suggests that procedural factors (interaction with balloon catheter) may have contributed to the event. However, a definite root cause was unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.